Event description:
A pt reported to gore that she recently had to have the gore dualmesh plus biomaterial removed. Additional event specific info was not available.

Manufacturer narrative:
Method - device has not been returned for eval. Investigation is in process. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file for use in tracking, trending and follow up.